Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation: spinal pain. It was reported that it was taking forever to charge the neurostimulator (ins). The patient stated she had been charging for an hour and the first quartile was still flashing. Patient stated she had all 8 coupling boxes. Patient stated in the past it only took her 3-4 hours to charge the ins to full. Patient stated she got frustrated that it was taking so long that she didn't want to even use it anymore. Patient services (pss) educated patient on charging. After educating caller on how charging and rechargeable ins operates caller seemed to understand process more. No further complications were reported/anticipated.